Event description:
During hip arthroscopy, the valley lab pad was placed on the upper thigh area of the leg. The blister was noticed in recovery room, duration of time from surgery is unk. Use of antibiotics is unk. User facility states that the blister was not a burn but a possible reaction to the adhesive because the area was 'strip shaped' not round. However, this cannot be confirmed.